Event description:
A malfunction was reported by the caller on the pump, noting a dead battery the previous night, though it was uncertain if this was related to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, which resolved the malfunction code, allowing the customer to continue using the pump. The caller was advised to reach out again if the issue recurred.